Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal. (B)(4).

Event description:
It was reported that the patient had a m@h transmission showing afib being picked up on the rv lead. The patient received inappropriate hv therapy. X-ray were taken and showed the lead was dislodged. Subsequently, lead reposition was performed. During the reposition the helix would not extend. The lead was then explanted and replaced. The patient was asymptomatic prior, during, and after the procedure.